Event description:
It was reported that during an internal carotid artery (ica) aneurysm procedure, after delivering the subject stent to the predetermined location and initiating deployment, the subject stent deployed exceeded the retrievable point and stored tension in the subject stent delivery wire suddenly surged forward causing the subject stent to deploy significantly offset from the intended position and which resulted in the subject stent foreshortening, covering only a small portion of the aneurysm neck. Then the physician bridged the gap with another stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.